Manufacturer narrative:
A ge service rep performed an on site investigation. The ps1 poser supply voltage was adjusted, and the f9 fuse was reseated. The system was then found to be operating as intended.

Event description:
The customer reported that the system was locking up. There is no report of pt injury associated with this event.